Event description:
The customer received questionable cholesterol (chol), hdl-cholesterol, triglycerides (trig), and creatine kinase (ck) on their modular p analyzer. Over the past four months, the laboratory found ten cases with similarly lowered chol results. Of those ten cases, the laboratory found three cases with incorrect hdl-cholesterol results and two cases with incorrect trig results as well. The customer provided data for one patient with discrepant chol, ck, and trig results reported outside the laboratory. The patient's initial chol result was 0.06 mmol/l. The patient's initial ck result was 2 u/l. The patient's initial trig result was 0.18 mmol/l. The physician asked for the sample to be repeated as the result looked aberrant to him. The patient's repeat chol result was 6.44 mmol/l. The patient's repeat ck result was 59 u/l. The patient's repeat trig result was 2.92 mmol/l. There were no adverse events. The chol, ck, and trig reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
A specific root cause could not be identified with the limited information provided by the customer for investigation. The quality control intermediate recovery data for chol was acceptable. A general issue with reagent or analyzer could be excluded. No adverse events were reported.

Manufacturer narrative:
The cholesterol reagent lot number was 642666.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).